Event description:
It was reported that a site's handheld would freeze at the interrogation screen and was never able to get past it. A replacement handheld was sent to the site and they were still not able to interrogate. They've only been able to interrogate successfully once. Troubleshooting was performed. The handheld was used unplugged, the programming wand battery was checked and they ensured there was no electromagnetic interference in the room. The nurse tried using another programming wand and this worked successfully. Product return and analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.